Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected intermittent high out-of-range right atrial (ra) lead impedance measurements. There was no evidence of noise on electrograms. Boston scientific technical services (ts) suspected this transient impedance change is likely associated with radial/axial motion of the lead within the header instead of a lead fracture. Ts recommended monitoring the patient. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected intermittent high out-of-range right atrial (ra) lead impedance measurements. There was no evidence of noise on electrograms. Boston scientific technical services (ts) suspected this transient impedance change is likely associated with radial/axial motion of the lead within the header instead of a lead fracture. Ts recommended monitoring the patient. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected intermittent high out-of-range right atrial (ra) lead impedance measurements. There was no evidence of noise on electrograms. Boston scientific technical services (ts) suspected this transient impedance change is likely associated with radial/axial motion of the lead within the header instead of a lead fracture. Ts recommended monitoring the patient. No adverse patient effects were reported. The device remains in service.